Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and loss of capture (loc). The patient fell and lead was dislodged. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5. Describe event or problem h6. Coding.